Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrointestinal disorder ("bowel issue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), arthralgia ("joint pain"), pelvic discomfort ("pelvic pressure"), urinary incontinence ("urinary incontinence") and bladder disorder ("bladder issues") and underwent appendicectomy ("appendix removed") and cholecystectomy ("gall bladder removed"). The patient was treated with surgery (essure removal by laproscopic hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, alopecia, arthralgia, appendicectomy, cholecystectomy, pelvic discomfort, urinary incontinence, bladder disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, appendicectomy, arthralgia, bladder disorder, cholecystectomy, gastrointestinal disorder, pelvic discomfort, pelvic pain and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following ones were described in social media : alopecia, arthralgia, abdominal pain, appendicectomy, cholecystectomy, pelvic pain, pelvic discomfort, urinary incontinence and bladder disorder; bowel issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: the case is upgraded to serious incident. Essure removal by laproscopic hysterectomy and intervention and medically significant was marked for the events pelvic pain and abdominal pain. New event was added as bowel issues. The explant date of essure was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.